Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a left common femoral vein was attempted using three proglide devices, one each in three separate venous access sites with a 6f sheath after an electrophysiology (ep) ablation interventional procedure. Reportedly, the first two proglide devices were used successfully and achieved hemostasis in those two access sites. When attempting to remove the sheath that had been inserted into the access site that the third proglide device was going to be used in (the sheath was placed prior to use of the other two proglide devices), the sheath broke off in the anatomy. A portion of the sheath migrated to the pulmonary artery. Access was gained through the right groin and a snare was used to retrieve the separated sheath. Manual compression was used to achieve hemostasis in the access site that the third proglide was going to be used on in the left common femoral vein access site. Reportedly, there was possibility that the sutures of the successfully deployed proglide devices may have sutured into the sheath that separated in the third access site; however, the physician didn't believe this to be the case. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: place a 0.038¿ or smaller guide wire through the procedural (or introducer) sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. The reported difficulties appear to be related to interaction with the proglide device and the procedure sheath due to the proglide device deployed inside the procedure sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code (B)(4) - failure to follow steps/instructions was added as the device was deployed with the sheath in place in the third access site.